Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events - 1 event was reported for this quarter.   Product return status - 1 device was received for evaluation.  Evaluation status - 1 device evaluation is in progress.   Additional information - 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a fracture. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: 1 event was initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received. Event confirmation status 1 reported event was confirmed; the cause traced to component failure. Evaluation results 1 device was found to be affected by a broken chuck.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a fracture. 1 event had patient involvement; no patient impact.